Manufacturer narrative:
Analysis was normal. No anomalies were found. The reported events of high capture threshold and failure to sense were not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure after positioning the ventricular lead; the initial position yielded no sensing. The lead was repositioned, and sensing was obtained, however the capture threshold was too high. The lead was not used, and a new lead was implanted to complete the procedure with satisfactory capture and sensing. The patient was stable.